Event description:
It was reported that post-op of a low anterior or sigmoid resection procedure, the patient developed an intra-lumen bleed. It was not known how the bleeding was treated. The device has been discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.